Event description:
The hosp reported during an endoscopic vein harvesting procedure, the balloon ruptured on the vasoview hemopro 2 with vasoshield. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection identified three cuts in the silicone balloon, two cuts were located on the body of the balloon and one cut was located on the edge outside the suture seam. The btt balloon was inflated with 25 cc of air through the balloon inflation port while submerged in water; bubbles were observed rapidly releasing from the cut. Based on the results of the eval, the reported complaint was confirmed. A ship history review identified that there are 3 possible lots for this product. A lot history record review was completed for those lot numbers, 25087239, 25092812 and 25094802. There was no nonconformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).